Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071 and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.